Event description:
It was reported that the patient had been receiving fentanyl, clonidine, and bupivacaine via the pump. Over the last 10 days, the patient had an acute exacerbation of left lower extremity pain that was equivalent to pre-pump implant severity. Upon resting, she frequently jumped due to sudden shock of pain jolting through her left lower extremity. The reservoir was washed twice with 10 mls of saline and the pump was refilled with fentanyl and bupivacaine. The patient received an inadvertent bolus of clonidine, "presumably due to residual drug in pump tube", that resulted in severe spasms requiring an emergency room visit for an intravenous valium and observation secondary to sedation. The spasms resolved with the treatment and she was released to home the following day with no residual deficits or problems.